Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level increased to 600 mg/dl with an unspecified ketones level that a healthcare provider did not determine to be dangerous/life threatening. Customer attempted to address elevated bg with a correction bolus via pump and manual injections. As a result, customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025, with the issue resolved and no permanent damage. Ultimately, the pump was replaced and the customer continued to use pump for insulin therapy.